Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that MRI guidelines were requested. It is unknown if the MRI is due to a problem with the device or therapy. Hcp stated the MRI was for chronic pain. Hcp also reported that a medical record stated patient "presents after ins battery revision, she is doing well but continues to have chronic pain". Hcp has no additional information was received from pertaining to when the revision occurred or why. No further patient symptoms or complications were reported in this event.